Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced " a surge in my throat". The patient also reported that the implantable pulse generator (ipg) "is implanted not very deep" and when "hit it on the branch the pacemaker will start bleeding." When in golf cart the ipg was reported to be "going nuts". The ipg remains in use. No further patient complications have been reported as a result of this event.